Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a protectomy procedure, the malformed staple fell into the pt at the second firing. Another like device was used. There was no pt consequence. The device was discarded.